Event description:
It was reported that a freestyle libre 3 plus sensor was initially paired and scanned in the abbott app and then could not be scanned in the ilet app, consistent with a sensor being connected to another device and therefore unavailable for pairing with the ilet. No adverse clinical symptoms reported. Outcomes included user education and resolution via replacement with a new sensor to be scanned in the ilet app. User support included technical troubleshooting and user education regarding device pairing limitations. Investigation of this case revealed that the sensor was in use by another device, consistent with expected system behavior for single-connection sensors, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and selection of initial pairing with a non-ilet application, resulting in expected inability to pair the same sensor to the ilet.